Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of this report: 02/2015. Date rcvd by MFR: 08/27/2015. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no reported patient involvement.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. There was no reported patient involvement.